Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device shaft was visually and microscopically analyzed for any damage. The device showed a fractured shaft located 159.5cm from the hub. The device was not completely separated the inner liner was still attached. Insertion into a test angiographic catheter could not be completed due to the fractured shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18jul2023. It was reported that the catheter became lodged in both of the non boston scientific guide caths used. The non stenosed target lesion was located in the mildly tortuous and non-calcified vessel. A direxion hi-flo fathom-16 system was selected for use. During the procedure, it was noted that direxion 2.8fr catheter became lodged in both of the non-boston scientific guide caths used. The amount of saline flushed around guidecaths was increased to ensure hydrophilic coating was activated in the inner lumen of the guidecaths. The device was removed as one unit along with the guidecath and the procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the shaft was fractured.